Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent bkp surgery for osteoporotic vertebral fracture at l1 on (B)(6) 2016. During surgery, the surgeon inflated a balloon and prepared cement. After 3-5 min, display on the syringe indicated 0 when a surgeon checked pressure of the balloon. It was observed by x-ray that the balloon was ruptured and the broken balloon was removed. There was no fragment but there was a small hole. The surgeon considered that the balloon hit bone spur and it caused the event. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a small pinhole puncture in the center valley of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.